Event description:
It was reported that an the end of surgery, when the user was taking the bur out of the attachment, the bur broke. It was also reported, there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Part number updated from unknown to 8420107025. A follow up report will be filed once the quality investigation is complete. Device discarded.

Manufacturer narrative:
The quality investigation is complete. Device not returned for evaluation.

Event description:
It was reported that an the end of surgery, when the user was taking the bur out of the attachment, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that an the end of surgery, when the user was taking the bur out of the attachment, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.